Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-08112. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c, water temperature (wt) was 30c, flow rate (fr) was 2.5lpm. Guided to system diagnostics showed that the system hours were 6606, pump hours were 6149, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised to send to biomed labeled 113, mixing pump for investigation during business hours. They own another arctic sun device, but they have been unable to locate it anywhere in their facility. Advised it was possible another hospital borrowed the device, hopefully biomed would have a record of this if so. Per event information, it was reported that the biomed helped troubleshoot patient not cooling in an arctic sun device. Patient temperature (pt) was 37.5c, targeted temperature (tt) was 36c, water temperature (wt) was 31.4c, flow rate (fr) was 2.8lpm. Guided to event log and confirmed alert 113 (reduced water temperature (wt) was control). Guided to system diagnostics showed that the system hours were 6634, pump hours were 6176, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised this device would need to be repaired.

Event description:
It was reported that biomed helped troubleshoot patient not cooling in an arctic sun device. Patient temperature (pt) was 37.5c, targeted temperature (tt) was 36c, water temperature (wt) was 31.4c, flow rate (fr) was 2.8lpm. Guided to event log and confirmed alert 113 (reduced water temperature (wt) was control). Guided to system diagnostics showed that the system hours were 6634, pump hours were 6176, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised this device would need to be repaired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.